Event description:
It was reported at the newspaper that the pt was admitted to the hospital in 1995. For a replacement of a heart valve. Vicryl sutures were used in the operation. A few days later pt was discharged from the hospital pt developed a staphyloccus infection. Pt was rehospitalized, but the doctors were not able to stop the infection. Two months after the operation, the pt died.